Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response on two episodes. In one of the episodes, the patient enters ventricular fibrillation (vf) after the inappropriate shocks were delivered. In addition, difficulty interrogating the device was noted. This ICD remains in service. No additional adverse patient effects were reported.